Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery alarm and a no delivery alarm on the insulin pump. Customer's blood glucose level was 127 mg/dl. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. Customer was assisted with programming time/date. Customer stated that this was the second time the alarm occurred. Battery indicator was reviewed to confirm low battery. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.